Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck sleeve in the problem area of the pipetter assembly. The fse cleaned the tip clamp, compression spring and post. The instrument was inspected, tested without further problem, and returned to service.